Event description:
Customer reported that the infusion sets will not adhere for long to his body. The blood glucose reading was 143 mg/dl. Customer does not use soaps or lotions on the site and prepares with alcohol pads. He stated that the tape may not be sticking due to the humidity outside. Customer also reported that insulin was not being delivered through the manual prime with a plunger. He stated that sometimes the infusion sets seemed to work and other times when they did not. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.